Event description:
Customer's mother reported experiencing nearly 60 point differences in the sensor glucose readings versus blood glucose values. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.